Manufacturer narrative:
Additional narrative: reporter is a j&j sales representative. A product investigation was conducted. Visual inspection: the stardrive screwdriver shaft qc/t15 (part #: 314.116, lot #: 7257138) was received at us cq. Upon visual inspection at cq, it is observed that the tooth at the stardrive tip of the screwdriver shaft got stripped. The rest of the device shows normal wear which would not contribute to the complaint condition. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/ specification review: relevant document was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed for the stardrive screwdriver shaft qc/t15 (part #: 314.116, lot #: 7257138) as the screwdriver driving tip was stripped. While a definitive root cause could not be determined, it is highly possible that the stardrive tip of the device might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part # 314.116 synthes lot # 7257138 supplier lot # n/a release to warehouse date: 31 may 2013 manufacturing location: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, two (2) depth gauge for 2.0mm and 2.4mm screws are missing the tips and one (1) screwdriver shaft is stripped and unusable. There was no known hospital or patient involvement. This report is for one (1) stardrive screwdriver shaft qc/t15. This is report 2 of 3 for complaint (B)(4).